Manufacturer narrative:
Additional information was received from the initial reporter indicating no allegation was made against the controller. Therefore, this report does not meet the criteria for MDR reportability as defined by regulations (21 cfr 803.50). No further follow-up reports will be submitted.

Event description:
An impella cp device was inserted into the left femoral artery in a 66-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in society for cardiovascular angiography & interventions (scai) c shock, on multiple inotropes and vasopressors, and on a bilevel positive airway pressure (bipap) continuous positive airway pressure (CPAP) for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), the impella connect was not displaying information correctly. No notification appearing indicating that the impella pump was connected. There was no noted interruption of flow or support for the patient. After 16 hours on support, the family withdrew care and the patient expired. The impella functioned at p-7 at 1.2l/min as intended with d5w sodium bicarbonate in the purge solution. The death is being conservatively reported; however, is not related to the automatic impella controller (aic) system network as there was no interruption in hemodynamic support. The outcome is more likely attributable to the patient¿s underlying clinical condition.

Manufacturer narrative:
A5 and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.